Manufacturer narrative:
H3: as all the life block sensors are reading wrong values the issue could be related with the life board cable not connected / seating properly. As no further updates received from customer this should be the cause, no other complaints lodged with this unit till date.

Event description:
Additional information received indicates that the customer sent in device logs and were able to be evaluated for further investigation.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : not returned.

Event description:
It was reported to vyaire medical that the ventilator was overheating while on patient, no patient harm reported. Analyzed logs and found that the temp on the life board is reading 84.5 c which will trigger that alarm.